Manufacturer narrative:
The technician isolated the issue to a bent siderail latch cover, preventing the siderail from latching. He straightened the latch cover to repair the bed. The siderail is now latching properly.

Event description:
Info received indicates the siderail will not latch.